Event description:
It was reported that the pump lost power.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas but eval has not yet been completed. When eval is completed, a supplemental report will be filed.